Event description:
It was reported that a pump alarmed for a system error 322. The customer was able to reproduce the alarm during testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 322. Through the eval of known system error 322 contributors, it was determined that the alarm was caused by failing upper and lower aux assemblies. The upper and lower au assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.